Event description:
The posterior staple line opened up when surgeon was stapling the common stoma. The device was reloaded and refired on new area to recreate a common stoma and the posterior staple line failed again. The case was converted to an open gastric bypass. The surgeon expected the patient to do well. It was indicated that this account does resterilize items that are opened but not used, but it is unknown if this item was resterilized. The device is suspected to be discarded.